Event description:
Customer reported that the insulin pump alarmed motor error. Customer stated that the device was dropped prior to the alarm. Customer stated he does not use the sensor feature and is unable to rewind the insulin pump. Blood glucose level is 166 mg/dl. Customer declined to return the device. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The insulin pump had a cracked display window, cracked case near the display window corner, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, a stained address and serial number label and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.